Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 1998, the patient experienced generalized pain and slight ligament laxity. This adverse event was addressed by revision surgery on (B)(6) 2022 to exchanged the gii ps insert sz 5-6 9mm. All components including patella and poly were in very good condition considering the age of the implant. Patient is recovering well.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, although the revision was reportedly performed due to pain and slight ligament laxity, the root cause of the reported event could not be definitively concluded, and it is unknown if the osteophyte/heterotopic ossification noted in the unidentified x-rays could have contributed to the reported pain. However, an insert revision after 24 years in-vivo would not be an unanticipated event. The patient impact beyond that which was reported along with an anticipated transient post-operative recovery phase could not be determined. It was reported that the patient is recovering well. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that the patient should be warned that the device does not replace normal healthy bone, and that the implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to joint tightness, material in use, patient reaction, loss of sterility, abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.